Event description:
Customer medwatch# (B)(4) reports that during a surgical procedure a surgical illuminator was connected to a luxtec light source. The surgical illuminator was a light mat, manufacturer: lumitex medical devices inc, ref# (B)(4), lot# i01802. The circulating nurse noticed an electrical burning smell that continued to get worse. She discovered the cord from the surgical illuminator was smoking. She went to remove the cord and as she grabbed the cord to remove it from the light source, she burned her fingers. The metal connection of the surgical illuminator was very hot.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.